Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that, on an unspecified date in late april, a spiros generated a leak during patient use. There was no patient harm reported.